Event description:
Additional information was received that post paced t-wave oversensing was observed on the device.

Event description:
It was reported that, oversensing and under-sensing were observed on the device. The device was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of sensing anomalies was not confirmed. The device was received with normal outputs and telemetry communication. Visual inspection of the device and its connectors indicated normal device characteristics. Electrical and mechanical tests performed including lead impedance, sensing, and output verification did not identify any functional issues. Episodes of non-sustained oversensing were observed in the device image but could not be reproduced during laboratory evaluation. Longevity assessment found the device was operating at normal voltage level with appropriate remaining service life.